Event description:
On (B)(6) 2023, dr. Had a dense lens during procedure #178. He felt everything went well during the laser procedure, but when he got into surgery, he noticed there was blood in the anterior chamber. He noted the patient has high blood pressure, but nothing that would explain the presence of blood. Dr. Decided not to complete the surgery and the patient will return the following day for follow-up and completion of surgery.

Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, reviewed the open call for (B)(4). Procedure #178: suction ring placement was well centered with adequate suction throughout the procedure. Minimal patient movement noted. The scheimpflug scans were unsuccessful in identifying the lens posterior surface due to the density of the lens. Lens treatment was limited at 2mm depth and completed without incident. Laser functioned as designed. Root cause: due to patient anatomy minimal blood was present in the anterior chamber unrelated to the laser procedure. Surgeon felt the laser was not involved.